Manufacturer narrative:
Correction: the correct catalog number is 90434; not 93333 as previously reported. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), resulting in fixture loss. The patient was reimplanted with a new device on (B)(6) 2013.

Manufacturer narrative:
(B)(4): device not available for analysis.